Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, during the uphold dissection or arm placement part of the procedure, the patient experienced bladder injury. Apical suspension (uphold) was started and aborted due to the unplanned cystostomy repair surgery that resolved the event. A vaginal hysterectomy and uterosacral ligament suspension usls) was performed on the patient. The event was assessed as severe and probably related to the study device or procedure. On (B)(6) 2013, the patient experienced a urinary tract infection (uti) and sought medical attention. The event was assessed as mild and probably related to the study device or procedure. The uti event was reported to have "resolved with sequelae" on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, during the uphold dissection or arm placement part of the procedure, the patient experienced bladder injury. Apical suspension (uphold) was started and aborted due to the unplanned cystostomy repair surgery that resolved the event. A vaginal hysterectomy and uterosacral ligament suspension usls) was performed on the patient. The event was assessed as severe and probably related to the study device or procedure. On (B)(6) 2013, the patient experienced a urinary tract infection (uti) and sought medical attention. The event was assessed as mild and probably related to the study device or procedure. The uti event was reported to have "resolved with sequelae" on (B)(6) 2013. Additional information received august 1, 2016. The (B)(6) 2013 lower urinary tract infection (uti) has been assessed as "moderate" in severity and was noted to be symptomatic, with positive urinalysis and urine culture. The uti was treated with antibiotics. Clarification: due to the bladder injury event, the uphold device was not implanted into this patient (uphold procedure aborted). The vaginal hysterectomy and uterosacral ligament suspension (usls) procedure was performed instead of implanting the uphold device.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(6). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.